Event description:
It was reported that the patient experienced intermittent therapeutic effect. The stimulation seemed to work well some days, but not others. Patient was at 1.2v and did not feel stimulation well. Patient was previously on a different program at 2.2v. Patient had an urgency problem and was going 3-9 times per night. Patient had to go to the bathroom hourly. Patient stated he did not have spectacular results from trial. The percentage improvement in symptoms between before, trial, and implant was unknown. Patient was reprogrammed three times. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient saw his doctor and impedance tests came back within normal range. The patient was reprogrammed and felt stimulation comfortably and in the appropriate location. No malfunctions were found in the device.

Manufacturer narrative:
Product ID 3889-28, lot# v956868, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).